Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The ICU nurse called and reported a change in the arterial waveform with decreased numbers. It was explained that the issue could indicate balloon malposition or a clot in the inner lumen, and an x-ray was recommended. The nurse attempted to aspirate the inner lumen without success, indicating the lumen was likely clotted. She was instructed to cap the inner lumen, disconnect and discard the associated tubing, and label the lumen ¿do not use due to risk for thrombus.¿ the need for an alternate arterial source for timing was also reviewed. During follow-up, the nurse stated the physician planned to use tpa in the inner lumen. It was explained that tpa use is not recommended, is not included in the IFU, and has not been verified as safe for the balloon. The recommendation for an alternate arterial source was reiterated directly to the physician.